Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the pacer moved within the breast and had to be repositioned. It was noted that the entire system was explanted on (B)(6) 2014. It was noted that the patient had a replacement on the second day of april and their may visit indicated that the patient was doing fine and the incisions healed.